Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended; however, a replacement was sent to the customer to resolve the issue. There was no reported impact to customer's blood glucose level.